Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found that the system software was corrupted. To resolve the issue, the fse reloaded the system software, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The user restarted it, but the issue persisted. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.